Manufacturer narrative:
The reported event was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, widespread corrosion was found, which can lead to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.